Event description:
Product return attempts found that the device is not available for return and has been discarded. No additional information has been provided.

Event description:
Clinic notes dated (B)(6) 2012 found that the patient's device was interrogated and showed an impedance value greater than ten thousand ohms, which indicated high impedance and a problem with the lead wire per the physician. The exact diagnostics were not provided. The notes also state that the patient has not had any seizures since (B)(6) and has been doing well on his medication. However, notes dated (B)(6) 2012 indicate that the patient's device was interrogated due to a loss of seizure control. Attempts have been made to get additional information; however, they have been unsuccessful. The patient's device was explanted on (B)(6) 2012 due to a "lead discontinuity".

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.